Event description:
The customer reported to vyaire medical that the vela ventilator powers off randomly after around 45 minutes of operation. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other ¿ the suspect device was not returned for further evaluation. Therefore, root cause was not determined. However, the customer was advised to check for voltage out of the power supply when this occurs in order to determine whether the issue is with the power supply or the main board, but no further customer activity occurred. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not returned.